Manufacturer narrative:
The product has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts were made to gather additional information with no success. (B)(4).

Event description:
Medtronic received information that this mechanical valve, implanted 21 months was explanted and replaced with another mechanical valve of the same model and size. No adverse patient effects were reported. It was not reported why the valve was explanted.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.